Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by united therapeutics. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported by the vendor representative that the patient experienced itchy skin and a water bubble at infusion site. Per email: a water bubble (infusion site pruritus and infusion site vesicles). On an unreported date, the patient experienced that the alcohol pads and iodine made her skin itchy (pruritus). Co-suspect medications included alcohol prep pad (isopropanol) and iodine. Concomitant medication included ambrisentan. Relevant medical history included: pah. It was reported that the patient's subcutaneous site was placed last 2-3 weeks ago, however her skin by her site was itchy and had a "water bubble". The patient denied any fever. She was advised to change her site as soon as possible and to make sure that the new site area was thoroughly dry before covering. The patient was also advised to thoroughly clean an old site, apply antibiotic ointment and monitor for signs of infection. The patient stated that alcohol pads and iodine made her skin itchy, when she was with accredo (despite her skin being itchy then as well). Action taken with sq remodulin was not changed due to the events of infusion site pruritus, infusion site vesicles, and pruritus. At the time of reporting, the outcome of infusion site pruritus, infusion site vesicles and pruritus was unknown. The reporter did not provide causality for the events of infusion site pruritus, infusion site vesicles, and pruritus.